Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer's blood glucose level was 151 mg/dl, 148 mg/dl and 146 mg/dl. The customer reported that the size of the air bubble was 1/4¿ size. The customer reported that the bubble disappeared from the pump. The customer reported that when they had the tube off of my body and out of the pump they attached the plunger to the vial and the bubble floated to the top. The device will not be returned for analysis.